Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a sensor error alert was received on her insulin pump. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the sensor was not fully inserted and that the cannula was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the blood at site complaint due to the customer did not return the insertion needle, sensor only. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.